Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory patient notification alert due to normal elective replacement indicator. Device interrogation noted auto mode switch episodes due to brief atrial lead noise. Further testing was recommended. Physician elected to continue to monitor the lead. Patient was asymptomatic throughout the event.